Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The customer noted they were also having issues with quality controls. The sample initially resulted in a sodium value of 153.6 mmol/l and it repeated as 149.6 mmol/l. The sample was repeated twice on (B)(6) 2025, resulting in sodium values of 151.4 mmol/l and 154.8 mmol/l. The field service engineer found there was poor vacuum nozzle suction due to dirt. The vacuum nozzle was cleaned. Ise checks and calibrations were performed and these were acceptable. The patient sample was repeated on (B)(6) 2025 after performance of the service actions, resulting in a sodium value of 142.1 mmol/l. The sample was repeated on a non-roche blood gas instrument, resulting in a sodium value of 134 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer ran instrument checks and ise checks. It was determined that the vacuum nozzle suction was poor due to dirt. The vacuum nozzle was cleaned. Calibrations and checks were performed; results were positive. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.